Event description:
It was reported that right atrial lead was surgically abandoned due to exhibiting a sudden drop in impedance measurements and high pacing thresholds. Another lead was implanted instead. No further adverse patient effects were reported.